Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that son was hospitalized due to multiple no delivery alarm which resulted in high blood glucose. Customer's blood glucose at time of incidents was unknown. The customer was in the hospital for a few days and it is doing fine now. Customer was advised to transfer to helpline but declined.